Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block f10: problem code 1069 captures for the reported event of guide catheter broke. Block h10: product analysis a visual evaluation was performed on the returned device. The guide catheter was found detached in the proximal section and it was observed kinks in the distal section, it's important to mention that the guide catheter detached portion was not returned for analysis. Additionally, kinks were observed in the push catheter proximal section, however, the stent was found in the original position and no issues or abnormalities were observed. Based on the product analysis, it is possible that operational factors, such as user technique/handling during procedure contributed to the observed kinks to along of the device. This device condition can cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter in order to release the stent or force applied to retract pull wire/guide catheter can result in guide catheter detachment due to friction between the components generating the reported issues of stent failure to deploy. Therefore, the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure in the bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was broken and the stent was unable to be deployed. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure in the bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was broken and the stent was unable to be deployed. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.